Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported having a blood glucose level of 43 mg/dl which was treated with food and soda. Troubleshooting was declined; customer stated that she would contact her health care provider about changing settings. The insulin pump was not replaced or returned for analysis.